Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2352-50, serial#: (B)(4), model description:linear 3-4 lead 50cm. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted due to a (B)(6) infection at pocket site. The patient's symptom was pus. The patient was given oral antibiotics. The patient was reportedly doing well following the procedure.